Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 455 mg/dl at time of incident. Customer did not feel okay to troubleshooting and declined it. Customer did not used auto mode. Customer had bleeding on site insertion. The size and shape of issue as soreness, swelling and bruising. Customer reported that they did not receive medical treatment as a result of site issue. Customer stated that the transmitter led blinked on and off. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.